Event description:
It was reported that there was low pacing impedance, high/unstable thresholds, and possible insulation problem observed in the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo. The outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. The inner and outer insulation of the lead was observed to have blood ingression. Concomitant product: addrl1 implantable pulse generator (ipg), (B)(6) 2007. (B)(4).